Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had an outpatient consultation at the implant facility on (B)(6) 2024. The cause of the pain of the pain/discomfort and feeling of the stimulator moving was not determined. The cause was unknown, but the result of the examination by the implanting physician was that there was no problem. The patient condition was good, so they were waiting until the next outpatient clinic appointment in six months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that there was device discomfort/pain. The stimulator had been moving, or seemed to be moving, for the past one to two weeks. There was tingling pain. It was unknown whether it was pain from the beginning or pain from stimulation. The patient's condition would be monitored. The patient was to consult with the medical institution. The issue was not resolved.